Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the motor drive was activating intermittently and the device was stalling. The device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00145 and medwatch 2210968-2013-00146. The same patient is represented in each medwatch.

Manufacturer narrative:
The procedure was a laparoscopic assisted vaginal hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00146 and medwatch 2210968-2013-00142. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Concomitantly, the patient underwent a left salpingo oophorectomy and excision of a left paratubal cyst. During the procedure, the motor drive was activating intermittently and the device was stalling. Another like device was used. There were no adverse patient consequences. (B)(4).